Manufacturer narrative:
E1 - initial reporter phone. (Ext) # (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code - 45985. There was no reported patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Service history review identified preventative maintenance was performed in (B)(6) 2024; the downstream occlusion (dso) sensor, bezel, and dso seal were replaced. The customer reported issue was confirmed during power up as the device showed error code 43985. The code indicates a damaged main board, and the main board was replaced to address this issue.